Event description:
It was reported that pump displayed malfunction alarm malf 0 with fault ID 0x21d6 and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer had not previously reset pump for this malfunction, so technical support provided pump reset instructions, and customer planned to perform pump reset later when charger was available and to call back if further assistance was needed.